Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was part of a system revision due to infection with sepsis. There were no additional adverse patient effects reported. The crt-p was explanted.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was part of a system revision due to infection with sepsis. There were no additional adverse patient effects reported. The crt-p was explanted. Additional information received indicates that the cardiac resynchronization therapy pacemaker (crt-p) was explanted and then was used as an external temporary pacemaker. Subsequently, the crt-p was removed from service when a new system was implanted. The patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. The crt-p is no longer in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The device was returned but there was no analysis performed.